Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Crd_1032 - sh device registry, patient site ID: (B)(6). It was reported that on (B)(6) 2026, a 27mm epic plus supra valve was chosen for implant. Patient experienced atrial fibrillation with tachyarrhythmia on (B)(6) 2026 and required electrical cardioversion. Patient was successfully converted to sinus rhythm. Patient was additionally treated with amiodarone on (B)(6) 2026. It was then reported patient experienced recurrent atrial fibrillation episode and required repeat electrical cardioversion on (B)(6) 2026.